Event description:
It was reported that the patient had a stimulator last (B)(6) 2011 but last (B)(6) it had stopped and the patient had to be "replaced." Patient was inquiring why it only took 2 years and 7 months for the neurostimulator when it had said it would last 3-5 years. It was noted that the first neurostimulator that the patient was a non-rechargeable and the patient now had a rechargeable one. Patient was hoping the rechargeable device will last for 9 years. Additional information requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 37085-40, serial # (B)(4), implanted: (B)(6) 2011, product type extension; product ID 3389s-40, lot # v530287, implanted: (B)(6) 2011, product type lead; product ID 3389s-40, lot # v181308, implanted: (B)(6) 2011, product type lead. (B)(4).